Event description:
Diagnostic laparoscopy - tissue was cut when clip was attempted to be placed. Also said that the clip is "too tight" fitting through the 5mm trocar. The clip also would not fire. Clips would not fully deploy down shaft."

Manufacturer narrative:
(B)(4) has just received the incident device and has been assigned engineering for eval. A f/u report will be sent upon completion of investigation. In accordance with 21 cfr 803.56, it we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.